Event description:
Reportable based on device analysis completed on 19jul2022. It was reported that the microcatheter would not release from the hoop. A 105/10 renegade hi-flo microcatheter was selected for use. During unpacking, it was noted that the microcatheter would not release from the hoop. After flushing the inside and the outside of the microcatheter, it would not release. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed microcatheter fracture located at 22.7cm from the hub.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi flo was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The renegade hi flo was received completely removed from the shipping hoop. A fracture 22.7 cm from the hub was visible. The strain relief was noted to be on the distal portion of the fracture and not on the hub. Signs of stretching were noted 16.4 cm from the hub. Of note, signs of saline were seen on the distal portion of the catheter, but the proximal end of the catheter showed no signs of saline. Because there was no evidence of any product quality deficiencies, it was considered likely that the fractures and stretching attributable to handling issues. This concludes the product analysis.